Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(6), during a transfemoral tavr, insertion difficulty of delivery system and access vessel damage were observed. Access was obtained from the left femoral artery percutaneously, there was no problem in insertion of a 16fr esheath; however, some resistance was encountered while advancing the delivery system and valve  into the sheath. A 23mm sapien 3 valve was deployed successfully. Digital subtraction angiography showed no abnormalities in the vessel right after removal of the device. However, hemoglobin value decreased 10 minutes later, which required two units of blood transfusion. Another angiography did not describe the eia area, and indicated a rupture in the distal of the eia. A stent-graft was placed in the eia and the rupture was surgically repaired.

Manufacturer narrative:
The device was discarded by the facility; therefore, cannot be returned for evaluation. No photographs, videos or imagery was provided for review. A device history review (DHR) and lot history review could not be performed because the lot number was not provided. A review of complaint history reveals that the occurrence rate did not exceed the june 2018 control limit for the trend category ¿resistance between devices¿. No instructions for use (IFU) or training deficiencies were identified.  Inspections during the manufacturing process and testing performed during the product verification process support that it unlikely that a manufacturing nonconformance contributed to the reported complaints. Because the device was not returned for evaluation and no photographs or imagery were provided for review, the complaint for ¿sheath shaft ¿ resistance with delivery system¿ was unable to be confirmed. A review of complaint history, lot history, and DHR revealed no indication that a manufacturing nonconformance contributed to the complaint event, and a review of manufacturing mitigations further supports that the devices have sufficient inspections in place to identify defects related to the complaint event. A review of the IFU/training materials revealed no deficiencies. Per training manual, during delivery system insertion through esheath, insertion forces can vary due to several patient/procedural related factors such as sub-optimal insertion/placement angle of the sheath into the patient (due to patient¿s anatomy), thv size, vessel diameter, tortuosity, degree of calcification. As reported, the patient¿s access vessel had a minimum luminal diameter of 5.7mm which is less than the minimum 6.0mm recommended for 16f esheaths. This aforementioned factor may restrict the ability of the esheath to expand, which could lead to a difficult pathway to advance the delivery system through sheath. In addition, there are certain procedural factors that can contribute to the observed resistance, such as improper flushing / wetting of the devices, incomplete / misaligned valve crimping, incomplete advancement of the loader, and residual fluid left in balloon during prep. Although there is insufficient information to determine root cause at this time, it is possible that patient factors (undersized access vessel) may have contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was unable to be confirmed, and no training/IFU/labeling inadequacies were identified. No manufacturing nonconformance was identified during evaluation and available information suggests that patient factors (undersized access vessel) may have contributed to the reported event. Review of complaint history revealed that the occurrence rate did not exceed control limit for the trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141